Event description:
Drug library osf0214 neonatal profile.fentanyl 200mcg/100ml.weight = 2.85kg.dose = 0.5 mcg/kg/hr.rate = 0.71 ml/hr.vtbi = 4ml.while the whole 100ml bag was going to be infused, the unit sets a small vtbi so as to cause the rn to do periodic patient and IV checks during the total infusion.narrative:at 0232 bag of fentanyl (sublimaze) 200 mcg in dextrose 5 % 100 ml infusion for boy was scanned into epic. Nurse1, rn primed IV tubing and hung fentanyl bag. Approximately 10 ml's of fentanyl were wasted while priming the IV tubing. At 0245 fentanyl infusion via alaris infusion pump was started at 0.7 ml/hr which is 0.5 mcg/kg/hr via uvc primary port. Nurse2, rn at bedside and checked bag with mar, then fentanyl bag was hung and she checked setting of fentanyl infusion on the alaris pump with nurse1, rn before infusion was started. Nurse2, rn and nurse1, rn confirmed the setting of the pump together. The pump set up read that there were 200 mcg of fentanyl in 100 ml's which was confirmed by both nurses. The pump also read the infants weight of 2.85 kilograms which was confirmed by both nurses. The pump also read that it was running at 0.7 ml/hr which is a rate of 0.5 mcg/kg/hr which was confirmed by both nurses. At 0349 while checking pumps it was noticed by nurse2, rn that fentanyl bag was completely empty with air down the tubing to the start of the infusion chamber. Fentanyl was immediately stopped via pump and cord was clamped off. Nurse3, rn and nurse4, nnp called to bedside to assess situation. Alaris infusion pump was reading that only 0.78 ml of fentanyl had been infused to the infant, however, the 200 mcg bag of fentanyl was empty. Nurse3, rn confirmed that alaris pump for the drip had the correct set up. Nurse5, rn at bedside and confirmed the volume infused by module a that the fentanyl drip was infusing through and took pictures of the pump. The infants bedding and surrounding area were assessed for a possible leaking of the fluid or loose connections. The entire pump including the brain and all infusing chambers were taken out of service and replaced with a new alaris pump. Nurse rn notified the nursing supervisor and unit manager of the situation. 0400 md1 was notified of fentanyl administration. Fentanyl drip order discontinued at this time per nurse4, nnp.patient required additional monitoring and intervention.